Event description:
During a ptca there was deflation difficulty. The lesion was located at the lad and it was moderately tortuous and calcified. The lesion was 2.3mm in length in a 2.3mm vessel diameter. The physician crossed the lesion with a firestar, and inflated the balloon catheter to 8 atm. However, the balloon catheter was not able to deflate. So the balloon was removed, and it was still inflated. Therefore, he used sprinter balloon instead, and the procedure was succeeded. The product was prepped per IFU and an unidentified indeflator was used in the procedure. The same indeflator was used successfully with other devices. It was a little difficult crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally. The user was not able to deflate the balloon at all. The physician changed to a bigger sheath and catheter, and removed the balloon. The product was intact when removed from the patient. The device was not resterilized. It was stored according to labeling instructions. It is unknown how many times the balloon was used before experiencing the reported event. It was removed using a guiding catheter and diagnostic catheter. The patient did not suffer any adverse event as a consequence of the failure.

Manufacturer narrative:
During a ptca there was deflation difficulty experienced with a firestar balloon. The product was removed from the patient. There was no injury to the patient reported. The lesion was located at the lad and it was moderately tortuous and calcified. The lesion was 2.3mm in length in a 2.3mm vessel diameter. The physician crossed the lesion with a sakura fire star, 2.00 x 20, 2 and inflated the balloon catheter to 8 atm. However, the balloon catheter was not able to deflate. So the balloon was removed still inflated. A sprinter balloon was used instead to finish the procedure successfully. The contrast media used and the contrast to saline ratio used was unknown. The product was prepped per IFU and an unidentified indeflator was used in the procedure. The same indeflator was used successfully with other devices. It was a little difficult crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally. The user was not able to deflate the balloon at all. The physician changed to a bigger sheath and catheter, and removed the balloon. The product was intact when removed from the patient. The device was not resterilized. It was stored according to labeling instructions. It is unknown how many times the balloon was used before experiencing the reported event. It was removed using a guiding catheter and diagnostic catheter. The patient did not suffer any adverse event as a consequence of the failure. One non-sterile sakura fire star 2.0 x 20 mm. Was received coiled inside two plastic bags. The balloon was already inflated. Kinks were found at 18cm and 19.5cm from distal end; this condition could be related to the way that the unit was sent for analysis. The guidewire 0.14' was inserted through the unit inflation and deflation test was performed without anomalies and within specification parameters. Sem results showed that both the transition seal and the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure 'deflation difficulty-unable to' was not confirmed. The exact cause of the reported failure could not be conclusively determined; however a risk assessment has been initiated to evaluate this issue.

Manufacturer narrative:
This device is available for testing and evaluation but has not yet been received for analysis. Additional information is pending and will be submitted within 30 days upon receipt.